Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported right side "textured prostheses" and "rupture of the right prosthesis. All that remains is the capsule that the body has created to envelop the gel", and "numerous diffused cysts in t2 hypersignal" confirmed via ultrasound and MRI. The reported event "numerous diffused cysts in t2 hypersignal" is not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening. Cyst(s): unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "textured prostheses" and "rupture of the right prosthesis. All that remains is the capsule that the body has created to envelop the gel", and "numerous diffused cysts in t2 hypersignal" confirmed via ultrasound and MRI. The reported event "numerous diffused cysts in t2 hypersignal" is not device related. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device was explanted and replaced with another manufacturers device. Related product description.